Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed to be in backup vvi mode. The pacemaker was reprogrammed to revert back to its nominal settings. The patient was stable throughout.